Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and pelvic floor repair mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent posterior mesh implantation with uterine suspension, anal sphincter repair and perineoplasty for symptomatic rectocele, anal sphincter breakdown, perineal breakdown secondary to birth trauma and gaping introitus.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.